Event description:
Notification received from the (B)(6) advising patient underwent primary hip surgery on an unknown date. Revision surgery was performed on an unknown date due to wear. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Date of event - unknown; expiration date - unknown; implant date - unknown; explant date - unknown; manufacture date - unknown. If further information is received, a follow-up MDR report will be sent to the FDA. (B)(4).